Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that no power was provided by the battery when placed on the controller port; in addition, the battery was not charging and flashing red when on the battery charger. The battery is expected to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (bat580984) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported events could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries flashing red when connected to a battery charger can be attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% rsoc may contribute to an out-of-calibration condition. Based on the available information, a possible root cause of the battery flashing red may be attributed to a high max error at the time of the reported event. If information is provided in the future, a supplemental report will be issued.